Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted baseplate with the stem attached and insert component. Bony ingrowth and biological matter is visible on both the baseplate and stem. Damage consistent with in vivo use and explantation damage is visible on the insert. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a photograph provided shows a recently explanted baseplate with the stem attached and insert component. Bony ingrowth and biological matter is visible on both the baseplate and stem. Damage consistent with in vivo use and explantation damage is visible on the insert. The event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "preop diagnosis: left total knee arthroplasty aseptic loosening." A tibial baseplate, stem, and insert were revised. Sales rep confirmed that there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.